Event description:
The customer contact reported the patient received more IV fluid than intended. No specific patient information or pump programming was provided. The customer contact reported the delivery was complete 1 hour earlier than expected. It was also reported that the same event occurred on the previous day with the same device. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not completed.